Event description:
It was reported during clinic visit that an asymptomatic patient had increased impedance and increased capture. Further information notes loss of capture and fracture were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.